Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/13/2018, the customer indicated that the mastitis began on (B)(6) 2018. She indicated that she was not pumping with the freestyle pump at the time it was diagnosed, but she had recurrences two times after that, when she was using the pump. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 07/25/2018 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she had low suction with her freestyle breast pump on one side, then on both sides; suction was inconsistent and she was not happy with how the pump worked for her. She indicated that she had already been sized for breast shields and couldn't perform troubleshooting, as she was driving and needed to call back. She called back the same day and further alleged that she had mastitis, for which she was prescribed medication.

Manufacturer narrative:
Filing correction due to incorrect date input (date received by manufacturer) on initial medwatch filing.